Event description:
It was reported that back in (B)(6) patient had two dye tests done that indicated the catheter had a leak. It was added that the tubing had broken and was due to "how it was implanted in the vertebra." Patient was dissatisfied with healthcare provider. Drugs delivered via the device were clonidine, bupivacaine, morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient still had concerns but was working with her physician and had an appointment scheduled for (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. Catheter: model: 8590-9, lot# n123506, implanted: (B)(6) 2009, explanted: unk. (B)(4).